Manufacturer narrative:
(B)(4). Approximate age of device - 3 months and 19 days. The device remains in use. A correlation between the device and the reported gastrointestinal bleed event could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to fever, chills, nausea, and vomiting. Urine culture results were positive, indicating a urinary tract infection (uti), and the patient's hemoglobin and hematocrit levels had decreased. The patient was started on IV vancomycin and fluconazole for treatment of their uti. Upon admission, the patient was transfused with 4 units of packed red blood cells. It was reported that a gi bleed was suspected. An upper endoscopy showed blood in the proximal and mid jejunum without an identifiable source. A repeat endoscopy with capsule study revealed mild esophagitis with friable mucosa but no active bleed. A colonoscopy performed on (B)(6) 2016 was negative. The exact source of the bleed remained unknown. The patient was transfused with an additional 3 units of packed red blood cells (prbc) on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient was discharged and was doing well. No further information was provided.